Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 would not cauterize at the beginning of the procedure. The cord was changed and the same problem occurred. The hemopro kit was then changed to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that there were no signs of clinical usage and no non-conformities. A precautery test was performed on the device with a reference power supply and extension cable. The device would not activate during the test. Based upon the functional test, the reported failure "device would not cauterize" is confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA process. (B)(4).